Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, severely calcified, and non-tortuous.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon with the batch number of 26087972 located on the device hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no visible damage. Further microscopic inspection of the device found a buckled guidewire lumen, inside of the device manifold. Guidewire insertion test failed when attempted to insert into the buckled portion of the lumen. The balloon was inflated and contained blood, indicating the device had been used. Inspection of the remainder of the device showed no signs of additional damage to the device. Product analysis confirmed the allegations of guidewire loading failures.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, severely calcified, and non-tortuous.